Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe was found with foreign matter as¿ syringe presented a reddish stain on the plunger when the package was opened for use.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
No sample or photo was available to bd for evaluation. Therefore, a quality engineer was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to identify a root cause or any corrective actions necessary. A device history review was performed on the reported lot and found zero defects recorded during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.